Event description:
Patient reported "rupture" with MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has bee explanted and replaced.

Manufacturer narrative:
In response to FDA report number: mw5172031. Additional, changed, and/or corrected data: a6; b5; b6; e4; g2; h10.

Event description:
Patient reported right side rupture, ¿leak,¿ ¿stress,¿ and ¿various symptoms and concerns. Device remains implanted.